Event description:
While servicing a coulter lh 750 hematology analyzer in a customer's facility on (B)(4) 2014, a beckman coulter field service engineer (fse) identified a leak in the analyzer. The fse also reported non-numeric results were recovered for white blood cell count/differential and hemoglobin results for quality controls. On (B)(6) 2014, the customer reported failures with the latron control and aspiration errors when using the analyzer. There was no biohazard exposure to open wounds or mucous membranes. Operators wear appropriate personal protective equipment while operating the analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and found a damaged cable (j10) due to a leak from worn n/o (normally open) tubing on pinch valve pv12b. Both tubing and cable were replaced; startup, latron, and controls were verified and met published performance specifications. (B)(4).